Event description:
Falsely depressed sodium (na) results were obtained on three patient samples on the dimension exl with lm instrument. The initial results were reported to the physician(s) and were questioned. The repeat results recovered higher than the initial results. The repeat results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on three patient samples on the dimension exl with lm instrument. The customer performed troubleshooting which includes bleaching the instrument, replaced the sensor, styletted integrated multisensor technology (imt) ports, replaced the pump tubing rotary valve seal, and consumables. A customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse opened the rotary valve and found that the seal was installed backward, with the slit facing the wrong way and installed the seal properly, primed both standards a and b, aligned the pump, ran a 10-test precision, which recovered acceptably, performed a dilution check, which passed. The customer ran quality control (qc), which was in range. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00070 on 15-feb-2024. Additional information (13-feb-2024): in addition to the activities provided in the initial report, the customer service engineer (cse) replaced all of the tubing and superconditioned the instrument. Additionally, the cse replaced the integrated multisensor technology (imt) tower and performed a precision study, which recovered acceptably. The cause of the falsely depressed sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00070 on 15-feb-2024 and first supplemental MDR on 07-mar-2024. Additional information (22-mar-2024): in addition to the activities provided in the initial and supplemental reports, the customer service engineer (cse) primed the salt bridge solution and aligned the pump rate. Siemens also noticed that there was an error that indicated a clot in the sample probe. Furthermore, the cse identified a sample handling issue at the customer¿s site. There was no indication of an issue with the integrated multisensor technology (imt) sensor lot. The cause of the falsely depressed sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.